Manufacturer narrative:
Corrected data: returned to manufacturer on; device evaluated by mfg. An event regarding a crack/ fracture involving an abgii stem was reported. The event was confirmed following visual inspection. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. Images of the device are included in the mar. The report noted: the hip stem had explantation damage and biological material. Macroscopic analysis of the fracture surface indicated that the fracture origin was on the lateral surface and propagated towards the medial surface. The stem was analyzed under a scanning electron microscope (sem) for further analysis. Material analysis: a material analysis has been performed. The report concluded: the hip stem fractured in fatigue with the origin located at a laser marking with the final fracture occurring in ductile overload. Intergranular morphology was observed across a region of the fracture surface and sporadically throughout the fatigue region. The eds spectrum of the material indicated that the base alloy was consistent with an astm f1813 alloy. The stem hardness of 27 hrc, no notable hardness gradients, and grain size between 4 and 5 met specification requirements. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant noted: the cup shell has adequate inclination and anteversion as far as evident on the ap x-ray only although the cup is medialized within the acetabular bone. Stable bone ingrowth fixation of the cup. The stem appears undersized but still has adequate bone ingrowth fixation. Hip offset is much reduced in when compared to the contralateral hip that is seen on the post revision x-ray. Cup malposition in combination with a suboptimal choice for the femoral component thus represent the principal failure mode, consistent with all reported facts and findings and this is a procedure-related factor because the surgeon is responsible for optimal component choice and position. This pi case is not device-related. Diagnosis: cup malposition in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has led to pathological biomechanics of the arthroplasty with bony impingement contributing to an overload condition with finally a fatigue fracture in the stem neck requiring revision. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review by a clinical consultant concluded: cup malposition in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has led to pathological biomechanics of the arthroplasty with bony impingement contributing to an overload condition with finally a fatigue fracture in the stem neck requiring revision. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient needs to have revision operation due to broken stem. Update 19 feb 2018. A review by a clinical consultant has confirmed abg shell malposition cup malposition in medialized position in combination with the choice for a high neck angle femoral component in a low neck angle/large offset hip joint anatomy has lead has contributed to an overload condition with finally a fatigue fracture in the stem neck requiring revision.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient needs to have revision operation due to broken stem.